Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, two heartstring iii seals failed to load properly. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Investigation results: device one: the device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. The delivery device was returned inside the loading device. The seal was located under the window of the loading device and was cracked along the eighth row from the center. The safety lock and white plunger were not depressed on the delivery device. Based upon the evaluation results, the reported complaint was confirmed for failure to load and cracked seal. Device 2: the device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. The delivery device was returned outside of the loading device. The seal was located inside the body of the loading device, anchored to the tension spring. The safety lock and white plunger were not depressed on the delivery device. Based upon the evaluation results, the reported complaint was confirmed for failure to load. (B)(4). Additional lot number: 2503174.